Event description:
Avea ventilator was being used with a ram cannula for nasal continuous positive airway pressure (CPAP). The display/screen on the ventilator was malfunctioning. It had a flickering black band across the bottom of the screen and also a thin black band across the top of the display. This did not affect the function of the ventilator and it performed fine but I did not want the screen to completely black out so I changed it out for a new one.